Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens noted that there was evidence of poor barcode labels. A customer service engineer (cse) was dispatched to the customer site to perform troubleshooting. The cse observed that a sample tube was picked up low on the tube and drop inside the system. The cse performed the following services and monitored the system's performance: replaced the f/o (fiber optics), r axis motor and gearbox, wrist assembly, and x-axis tg (tragentory generator). The system was verified and performed with no errors post-service repairs. Siemens reviewed the information provided, and the service performed and concluded that the x-axis tg replacement resolved the issue. The customer is satisfied with the service performed. The system was verified and operating as intended. No further evaluation of the device was required. MDR 2247117-2021-00010 was filed for the same event.

Event description:
The customer informed siemens that the versacell x3 system dropped sample tubes. The customer reported that sample tubes were dropped inside the system and contaminated samples in the rack. There are no known reports of adverse health consequences due to the dropped sample tubes.